Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. . The ventilator was investigated on site by our field service engineer who observed that the unit alarmed for "system volume too large" and "low battery capacity". The air gas- and o2 modules was replaced furthermore the batteries were replaced with new ones from customer stock which resolved the reported issues. However, despite several reminders no parts was returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: 862594.